Event description:
The defect/potential for harm was noticed when the nurse picked up the vis-IV normal saline 1000 cc bag. Nurse sensed that the bag was lighter than usual. Nurse then compared IV bag to another and realized that the bag in question contained "about 100 cc less fluid than the other bag." Nurse discarded bag in question. Hence, we are unable to provide lot #. Reports have also been received from supply processing and distribution techs indicating that there have been some cases of vis-IV solutions received lately in which there was moisture within the case or within the outer bag (containing 6 vis-IV bags). Techs reported that they were unable to identify a bag that was leaking. However, in concert with incident reported last night, suspicion has arisen that there may be an undetectable leak in some bags. We have notified hospira regional manager. The MFR's rep stated that their qa folks have confirmed that there is a small percentage of the vis-IV bags that have a very fine mandril seal defect associated with one of the ports. The MFR is making a process change that will eliminate that problem. The new production should be out next week. In the mean time, the facility is doing a detailed inspection of this product.